Manufacturer narrative:
(B)(4): anti-reflux valve detachment. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional information: conclusion: the actual device involved in this event was returned for evaluation. The valve is detached from the port, it's slit is open.

Event description:
It was reported that a patient underwent an off-pump coronary artery bypass procedure on (B)(6) 2012 and the drain was connected to a reservoir. Later that day, the reservoir was disconnected from the drain, and the drain was connected to a low-pressure aspirator. On (B)(6) 2012, the drain was disconnected from the aspirator and a new reservoir was used. After a while, the hospital staff checked the reservoir and found that the anti-reflux valve had detached and fell down into the reservoir. There was no adverse consequence to the patient.